Event description:
Philips received a complaint on the v60 ventilator, indicating that the lower half of touch screen did not respond, and an analysis was performed. The customer biomedical engineer reported the device was not in clinical use at the time of occurrence. Functional analysis was performed and identified the device lower half of touch screen did not respond. Replaced touch screen. Unit passed required test and was returned to use. The device was operational after repairs were completed. The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician performed a visual inspection of the touchscreen and confirmed physical damage. There was chipped/cracked glass at the lower corner of the touchscreen. No further testing was performed as a touchscreen with cracked or shattered glass cannot be tested due to the glass having a resistive coating, which if broken makes the touch screen nonfunctional and presents itself as a safety risk. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.